Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead fractured, and the patient had syncope. Patient had episodes of asystole due to inappropriate inhibition ("8-second pauses"). Lead integrity alert was triggered. "No inappropriate shock" was reported. High right ventricular pacing impedance and oversensing was noted. The patient's spouse reported "the lead fractured and my husband fell, cut open his head and was not feeling well. Took him to the emergency room and found his device was faulty". The patient's spouse also reported "patient fell when shocked" and that the patient had a hospital stay for "anemia and congestive heart failure" that she feels is related to the device replacement. The lead and the device were explanted and replaced. No further patient complications were reported as a result of this event.